Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would no longer power on when prompted. Physio determined that the likely cause of the reported issue was that the device had an excessive amount of on-time (19.3 hours) which depleted the internal hybrid layer capacitor (hlc) batteries and charge-pak and prevented the device from powering on. Physio reviewed the device's electronic memory and observed that the device had an excessive number of user initiated power cycles which likely contributed to the excessive on-time; however, the cause of the excessive on-time could not be conclusively determined. The device was then opened up and an internal inspection was performed with no discrepancies observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that the charge-pak and service wrench icons are present. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control found that the device would not remain powered on and the device could not charge and shock, if it were necessary.